Event description:
(B)(4). I had immediate pain; I was sedated but not put under as she was putting the coils in; the first one was painful; the second one was horrendous; she said she put it in too far and was trying to back it out; I was screaming; they had to hold me down on the table; excruciating pain, heavy bleeding after leaving the doctor's office. I could not control my bladder and was bleeding all over my vehicle on the way my home. At home, I had abdominal area was sore to the touch, every menstrual cycle after the procedure, the bleeding became heavier. Cramping went through the roof. I never had cramps before. I would run a fever high. Had a hard time functioning; menstruation got heavier and heavier and heavier, severe bloating, daily pain during sex, bleeding after sex, huge blood clots passed, fatigue, extreme itchy bumps that scar, loss of appetite, insomnia and other sleep troubles, hands would shake and tremble, tingling in my fingers and toes, my right arm has numbness, sometimes thinning hair, joints hurt and pop, back pain, sometimes when using the bathroom I get cramps so bad I cannot stand up. There's a smell in the vagina area, night sweats, memory loss, brain fog, confusion, "tamarine forwards," mood swings, vitamin d deficiency, anemic, loss of appetite, sometimes have a metallic taste, extreme low tolerance to alcohol, weight gain, depression, anxiety, panic attacks, extreme fatigue. I vomited anything and everything I ate and drank. Hysterectomy after the hysterectomy. I had severe cramping worse than normal for having a hysterectomy; could not have a colonoscopy because of severe pain. The doctor give me the maximum amount of sedative that he could without depressing my breathing. Having a catheter in was more painful than one had ever been before, back pain, hard time remembering things anything, short term memory is shot, hair loss.